Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No weak battery alarms noted. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit properly connected to glucose sensor simulator. No weak signal alarms noted. Unit was unable to download due to multiple a47 alarms in history screen. A47 alarms are due to corrupted history file. Unit received missing end cap sticker, broken battery tube threads, cracked reservoir tube lip and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer¿s blood glucose at the time of the incident was 500 mg/dl. The customer¿s blood glucose at the time of admission was 417 mg/dl. They were treated with insulin and their blood glucose went down to 276 mg/dl. The customer stayed overnight and was still currently in the hospital. There were weak battery alarms in the alarm history. Troubleshooting was performed. Insulin did not exit during the fill cannula process. The device passed the verification and displacement test. The insulin pump was returned for analysis.